Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration (B)(4). Further information will be provided upon manufacturer's investigation.

Event description:
Two lna's were doing a transfer of a resident from a bed to a chair when the left side shoulder sling clip came disconnected from the hanger bar. The resident fell to the floor causing lacerations to the head. The resident was covered with a blanket during transfer and the lna's could not see and did not see the sling disconnect from the hanger bar. One lna was next to the transfer chair and the other was positioned on the other side of the lift at the time of the incident. The resident fell head first to the floor between the chair and the lift. Both lna's reacted quickly and accordingly to recover the resident.